Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 375cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture post procedure. The diagnosis was made at a follow up appointment at the physician¿s office. As a result, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed. See 1645337-2020-00626 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 1/23/2020. The investigation of the returned device was completed by the failure analysis lab on 1/31/2020. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 7002764, and no non-conformances related to the reported complaint were identified. During visual inspection of the device no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).